Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30," scope communication error occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9. Please see updates to d9, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error was due to a problem that occurred in the communication of the scope. However, the root cause of the b30 error was unable to be identified, as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.